Event description:
It was reported that a tvt procedure was performed on an obese pt with no previous incontinence surgery. Pt had difficulty voiding after the procedure. Seven days post-procedure the pt was dilated in the physician's office with pressure exerted downward to try and loosen the mesh. Four weeks after the procedure a vaginal erosion was detected. The pt has been continent since the procedure. A portion of the mesh has been removed and the vagina repaired by a second physician.